Event description:
It was reported that the physician is requesting a revision of an artificial urinary sphincter(aus) device due to expected effect of the device not happening. The physician is waiting for a new authorization.